Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: linear lead kit 50 cm, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7072207 / 7074089.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of pain fever and oozing at the ipg site. The patient was placed with antibiotics and underwent a spinal cord stimulator explant procedure, expected to fully recover. The physician stated that the infection was a result of a recent implant. The explanted devices will not be returned.